Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant of the pulse generator, the patient experienced muscle stimulation. Device reprogramming was performed and the excess stimulation ceased. The physician opted not to implant the device. A replacement device was successfully implanted at that time.